Event description:
It was reported that the patient died while sleeping. A cause of death was not reported. The family inquired if the implantable pulse generator (ipg) failed. The last interrogation of the ipg was approximately 9 months prior. Thresholds had been stable for several years. The patient was pacemaker dependent and had a history of chronic atrial fibrillation. The patient had recently received radiation therapy to the neck and oropharynx region. No additional information regarding the death is available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The exact date of death is unknown. The date entered in this report is an estimated date. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4067-58 lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Correction: the following statement was inadvertently left off of the initial medwatch report submitted on 2014-(B)(4): this model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction and adverse event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.